Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has 2 scs systems: occipital and supra -orbital. This report is referencing the patient's occipital system. It was reported the patient was unable to establish communication between the controller and ipg (occipital). In addition, the patient met with the sjm representative and confirmed the issues. The patient's ipg was inoperable. Subsequently, the patient underwent surgical intervention where the ipg was explanted and replaced. The patient reported effective therapy postoperative.

Manufacturer narrative:
The CAPA was initiated on 2016-02-23 to address the issue in which the ipg experienced loss of power, causing the patient to loose pain relief requiring replacement of the device. Investigation is currently in progress. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Corrected data: result code should be (B)(4) as previously reported. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.